Event description:
It was reported to boston scientific corporation in 2008, that a rapid exchange biliary stent was planned for an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure one day prior, (male patient weight unknown). According to the complainant, during preparation, the stent would not fit on the introducing catheter because the end of the stent was deformed. The procedure was completed with another rapid exchange biliary stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant reported that the device was discarded subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined. Device discarded subsequent to use.